Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare representative that the 22m/22f adaptor became disassembled from the inspiratory limb of an rt380 breathing circuit. This occurred prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt380 evaqua2 breathing circuit was returned to fisher & paykel healthcare (B)(6). A follow up report will be provided upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 evaqua2 breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Result: visual inspection revealed that the patient end connector was loose. Conclusion: we were unable to determine the cause of the reported event. All breathing circuits are visually inspected and pressure tested prior to leaving the production line, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state the following: "check all connections are tight before use." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare representative that the 22m/22f adaptor became disassembled from the inspiratory limb of an rt380 breathing circuit. This occurred prior to patient use.